Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 78.1°f. In addition, the rate of temperature rise was above threshold at 6.9°f/sec at the mid-motor location. Initial diagnosis indicated the rear motor bearing was worn and the device failed the hi-pot testing for patient current leakage at 4.365 ma. Due to the rate of temperature rise the device was also evaluated by engineering. During engineering evaluation, a brief no load test of this motor on an ipc console with the speed set to 75k rpm was performed. The motor was noisy, and heated rapidly to the extent that it was uncomfortable to hold after a few seconds. The collet was removed from the motor and a second no load test was performed resulting in overheating and then the motor seized. The motor did not attain the commanded console set speed during either test. Electrical testing determined all three stator winding resistances were within specification. On disassembly, it was observed the internal parts of motor¿s rear bearing were disintegrated into metallic powdery deposits within the motor. The motor¿s rear bearing inner race was seized onto the rear of the rotor shaft. When the motor was manually rotated the motor¿s front bearing felt gravelly and lubricant deficient. The collet bearings were smooth when manually rotated and were clean and free of debris. The mid-motor overheating was caused by the additional supply current required to maintain motor speed due to the elevated frictional load condition, which was caused by rear bearing debris lodged between the rotor and the stator. This type of failure is associated with (B)(4). Multiple warnings are included in the ipc user manual including: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position. This may result in thermal injury to the surgeon or staff. We will continue to monitor this complaint type for trends. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating and making grinding noises. It was reported that there was no patient or staff impact. The reported issue was identified during surgery, and the event date was provided. Repair request escalated to a product event based on reason for return. Multiple attempts to obtain additional information regarding the malfunctioning of the device were unsuccessful.